Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was hospitalized the same day as event onset. On an unreported date, the patient was treated with vancomycin injection (1gm, once in four days, route and duration not reported), imipenem injection (250mg, route, frequency and duration not reported) and amikacin injection (125mg, once a day, route and duration not reported) for peritonitis. Twenty days after event onset, pd therapy was discontinued and the pd catheter was removed. At the time of this report, the patient remained hospitalized and was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.